Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt3914 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient was admitted to the hospital on august 25. During the PICC maintenance and flushing, it was found that the catheter connection was damaged, and the PICC connector was replaced.